Manufacturer narrative:
This is a resorbable product; therefore, no permanent damage is expected as a result of it remaining implanted in the patient. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore will not be returned for an evaluation. Because the lot number is unknown the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the post of the lactosorb rapidflap clamp broke between the outer and inner plates.